Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented with pocket erosion and suspected pocket infection. Therefore, the physician elected to explant the pacemaker and associated leads on (B)(6) 2021 and place a temporary pacer. Two days later on (B)(6) 2021, a new pacemaker and leads were implanted as a replacement. The patient condition was stable.